Event description:
During a drug eluting stenting treatment procedure, the balloon ruptured. The lesion being treated was a 90% stenotic and calcified lesion in the proximal circumflex. The lesion was predilated with a maverick 2.5 x 15 mm balloon at 9 atms. After predilation the taxus express2 8.8% 3.00 x 12 mm was successfully deployed at 14 atms. However, during the successful deployment of the taxus stent the balloon ruptured. The entire delivery device was removed intact. The physician was satisfied with the placement of the taxus stent and no further intervention was noted. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "satifactory/good."